Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedances out of range. Technical services (ts) recommended to performed a defibrillation threshold (dft) test, nonetheless, the field representative noted that the ejection fraction of the patient has increase and the clinic may option to not tested. This rv lead remains in service. No adverse patient effects were reported.